Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and recurrent mitral regurgitation requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. The leaflets were friable. However, one clip was implanted reducing the mr to 1. On (B)(6) 2022, the patient returned to the hospital decompensated and experiencing shortness of breath. On (B)(6) 2022 during review of an echocardiogram taken on (B)(6) 2022, it was reported that the clip had a single leaflet device attachment (slda) . The clip detached from the anterior leaflet and the mr recurred. A re-do mitraclip procedure was performed on (B)(6) 2022. One ntw clip was implanted reducing the mr to 1-2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported recurrent mitral regurgitation (mr) was due to the reported slda. The reported dyspnea is a secondary effect of the recurrent mr. The reported patient effects of dyspnea and mr are listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.